Event description:
Report rec'd from abbott intl affiliate, abbott spain, of IV catheter breaking off from the hub while in the pt. The pt was receiving antibiotics for facial trauma. When the device was to be discontinued, the med personnel noted that the catheter had detached from the cone. Catheter localized in forearm. Catheter extracted by plastic surgeon. Pt recovered uneventfully.